Event description:
UDI # (B)(4).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector latch does not secure with monitor) has been confirmed. Upon evaluation of the electrode belt, the knit line on the trunk cable connector was damaged. The electrode belt was unable to perform incoming testing. The root cause for the damaged trunk cable was unable to be positively identified. There were no adverse events associated with the damaged electrode belt.